Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, main body water ingress, imaging unit water ingress, and cable water ingress. A root cause could not be identified. Based on the investigation results and because the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the electrical contact corrosion, main body water ingress, imaging unit water ingress, and cable water ingress was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported before sedation, the camera head had poor contact. The issue occurred at a therapeutic tur (transurethral resection of the prostate) procedure. The procedure completed with the same device. There were no reports of patient harm.